Event description:
Related manufacturer report number: 2017865-2022-50580, 2017865-2022-50613. It was reported that the patient presented in clinic with infection and valvular regurgitation. The system was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The product was returned following explant. Labotory testing and device interrogation results revealed no anomalies. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.